Event description:
It was reported that during a sleeve gastrectomy procedure, the device jaws were closed to place down the trocar. Once down the trocar, the jaws would not open. The device was pulled out and a new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Closure link, yoke interface. The long60 device was received for analysis with no visual non-conformances and with a gold cartridge reload present. The reload was received unfired. The returned cartridge was tested for functionality. The jaws of the instruments were closed by squeezing the closing trigger toward the handle and an audible click indicated that it locked in place. It was observed at this point that the closing trigger locked completely against the handle (no gap). The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The anvil release button was pressed to separate the instrument jaws and allow both triggers to return to their original position. This only occurred when applying reverse force to the firing trigger and pressing the anvil release button simultaneously. The device was disassembled to visually verify the condition of the internal components and a tighter fit between the closure link and the yoke was observed. The batch record was reviewed and no anomalies were noted during the manufacturing process.